Event description:
A caller reported experiencing a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level, as the issue did not indicate any blood glucose impact. Technical support guided the caller through a pump reset process, after which the cgm error code did not reappear, and the caller successfully started their sensor session again.